Manufacturer narrative:
Date of event is estimated. Attempts were made to obtain complete event information. Further information was not provided. The patient underwent a lead revision due to fractures at the anchor site. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Reference manufacturer number: 3006705815-2020-00797. It was reported that the patient experienced ineffective therapy due to fractures on both scs leads. In turn, the patient underwent surgical intervention wherein the devices were explanted and replaced to address the issue.